Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 01/23/2014 with the following findings: the complaint was unable to be duplicated during investigation. Review of the pump¿s black box revealed unexplained rebooting events. A battery compartment crack was observed. The battery cap was able to secure properly to the pump. The battery cap contact dimensions were found to be within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. There was no evidence of pump care moisture ingress. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient was hospitalized for elevated blood glucose (bg) of 500mg/dl with extreme thirst, excess urination, difficulty breathing, and chest pains associated with a power issue with the pump. The patient was reportedly treated with IV fluids and insulin via the pump. Customer technical support reviewed the pump with the reporter. The reporter noted that the power issue was occurring associated with a battery change, but the issue did not resolved with insertion of a new battery. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged power issue.